Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 4152472. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: injuries or adverse event: no the needle is supposed to retract with the push of a button, and it sometimes either doesn't retract or only partially retracts, which can be dangerous. We've had the problem with 2 different lot numbers. I did check the recall list as I knew there was a recall, but it was for a different problem and different lot number. 2/26/2025 the problem was noticed on 2/21/25, and again on 2/24/25

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.